Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing modules for one patient. The sample was repeated several times on the same instrument and on another instrument. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l sid (B)(6) : on (B)(6) 2024 initial result on this instrument (B)(6) = 56.34 pmol/l. On (B)(6) 2024 repeat results on this instrument (B)(6) = 20.48 pmol/l, and 17.43 pmol/l on (B)(6) 2024 repeat results on another instrument (B)(6) = 35.73 pmol/l and 20.28 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for imprecise alinity I free t4 results included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did identify an increase in complaints for lot 56201ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 56201ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 56201ud00.

Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing modules for one patient. The sample was repeated several times on the same instrument and on another instrument. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Sid (B)(6): (B)(6) 2024 initial result on this instrument ((B)(6)) = 56.34 pmol/l. (B)(6) 2024 repeat results on this instrument ((B)(6)) = 20.48 pmol/l, and 17.43 pmol/l. (B)(6) 2024 repeat results on another instrument ((B)(6)) = 35.73 pmol/l and 20.28 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.